Manufacturer narrative:
Update 08. Sep 2024: additional information was received indicating right ventricular (rv) lead exhibited noisy signals leading to oversensing and pacing inhibition. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was surgically abandoned due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.